Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. It was noted during procedure that the valve had to be re-sheathed due to being deployed too high. However, it was noted when re-sheathing the valve that the valve capsule would not close. The decision was made to pull the delivery system down to the descending aorta and re-attempt the re-sheath. Again, the re-sheath failed even when using the micro adjustment wheel. The decision was made to remove the 25mm navitor vision valve and small flexnav delivery system and replace them with new ones of the same size to complete the procedure. Post-procedure, it was noted that the patient had a drop in hemoglobin from bleeding at the access site and required that a femostop be used. The patient was also administered 2 unit of red blood cells.

Manufacturer narrative:
An event of retraction problem and hemorrhage at the access site was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. The cause of the reported hemorrhage at the access site could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as femostop was used and blood was transfused. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. It was noted during procedure that the valve had to be re-sheathed due to being deployed too high. However, it was noted when re-sheathing the valve that the valve capsule would not close. The decision was made to pull the delivery system down to the descending aorta and re-attempt the re-sheath. Again, the re-sheath failed even when using the micro adjustment wheel. The decision was made to remove the 25mm navitor vision valve and small flexnav delivery system and replace them with new ones of the same size to complete the procedure. Post-procedure, it was noted that the patient had a drop in hemoglobin from bleeding at the access site and required that a femostop be used. The patient was also administered 2 unit of red blood cells. No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.